Event description:
The pt has a long history of suicidal ideation and a number of suicide attempts prior to her enrollment in the original deep brain stimulation study for treatment of obsessive compulsive disorder. Treatment produced a nearly complete remission of her ocd symptoms. However, she has continued to struggle with recurrent depression, and depressive episodes have contributed to numerous hospitalizations for suicidal ideation during the course of her deep brain stimulation therapy. Discontinuation of therapy due to a lead break (on one occasion), end of battery life, or magnet exposure has contributed to some prior episodes. The pt was in a post-data collection phase, continuing therapy under a clause included in the original study protocol. The pt made a serous suicide attempt by overdose on previously prescribed and hoarded medications. At about 11:30 pm on (B)(6) 2010, she ingested over 100 tablets of ambien (10mg) and about 15 seroquel tablets (200mg). This attempt had been planned for many months, but was acutely precipitated by a traffic ticket for speeding and driving with an expired license (not renewed many months previously because of her plan to die). The guilt and embarrassment she anticipated in having to reveal this to her parents pushed her to take the overdose. The pt was taken from her parent's home to the hospital. She was treated with activated charcoal, sedated with propofol and subsequently weaned, with full recovery. She was then transferred to psychiatry service for safety and stabilization.

Manufacturer narrative:
(B)(4). The pt reports that she checked her stimulators a week or two before her attempt and they were functioning at that time. She does not believe they were switched off prior to the attempt. They were off when queried 2 days after the attempt, but the hour counts suggest that they had probably been off for only a short time, perhaps as a result of some magnet exposure during her extensive medical eval and intervention after the overdose. The hcp reported the suicide attempt was unrelated to deep brain stimulator therapy. Five days after the event, the pt reports full cognitive recovery and describes an 'epiphany' created by her survival and her faith, leading to full resolution of her suicidal intent and a new commitment to sustaining her life. She will remain hospitalized until her change of heart can be fully evaluated and consolidated, and her safety assured.